Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty, the lumen of a balloon was torn. The lesion was located in a left radial vein. A transcend 18 guidewire was introducted into the lumen of the 5.0x40mm sterling balloon and advanced through the balloon tip. It appeared to the physician that the lumen was torn. The procedure was completed with another sterling balloon. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(6). (B)(4).